Manufacturer narrative:
Additional information provided from customer medwatch (B)(4).

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "large volume pump (lvp) module allowed fluid free flow when pump was stopped. Per reporter, the module is scheduled to be sent to the manufacturer. Infusion simulation on 8/17/2017: 8/17/2017 checked and downloaded event and error logs for all units given to us. Ran preliminary sample IV runs using our biomed test IV set and bag of water. Ran using rate of 6ml/hr based on what I saw was set from the events log for this lvp. Unit ran and when stopped, unit stopped with no issues seen. 825/2017 - using the 6 ml/hr rate, we found the unit was not delivering correctly - way too much from 6 ml/hr. We saw at time that the flow dripped correctly and then suddenly would have sudden high flow out the end which appears as free-flow. Upon checking the lvp, we saw the broken upper hinge pin on the platen assembly of the lvp. This broken lvp part is what most-likely caused the free-flow. From the pictures, it is easy to miss that this unit is broken."

Manufacturer narrative:
Concomitant product: 250ml baxter infusion bag (lot y236356 exp dec18) of epinephrine. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient became hypertensive with a systolic blood pressure of 300; the epinephrine infusion was found dripping despite being turned off. The rn noted the device¿s hinge was broken. The tubing was disconnected from the patient and the vasopressor infusion was turned off. The patient's blood pressure returned to normal after about 5 minutes. The patient underwent a stat echocardiogram. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of unregulated flow was not confirmed or replicated during the investigation, however the platen was observed to be broken at the upper hinge post. A broken platen at the upper hinge post can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed. The pcu event log shows that at 8:23 pm on (B)(6) 2017 the pump module was programmed to infuse epinephrine standard conc 2.5mg in 250ml at 6ml/hr with a vtbi of 240ml and continued until 8:26 pm when the device was channeled off. The volume recorded as being infused during this period was 0.278ml. Rate accuracy testing resulted in the device infusing within specification. There were no anomalies observed with the returned primary set. The root cause of the broken platen hinge was not identified.